Manufacturer narrative:
The clamp was returned for analysis. Functional tested determined that the adjustment screw had been backed out too far to open the clamp pulling the retainer ring off making the adjustment screw no longer retained. As a result, the screw can close the clamp but not open it. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the spine clamp was broken.